Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that there was an incomplete sidecut and surgeon was unable to lift the flap. Patient excimer treatment was not done and the patient will return at a later date to have photorefractive keratectomy.